Event description:
Device was attached to the delivery cable. Device was deployed part way in the patient but inadvertently placed a little too much of the device outside of the delivery sheath. When attempt was made to pull the device back into the delivery sheath, it came loose and embolized. The device was successfully retrieved percutaneously.